Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported diffuse lamellar keratitis (dlk) one day post lasik on a patient's left eye. Patient is not responding to topical steroid drops. Topical steroid drop was switched to another and patient will be seen again in 24 hours. If no improvement, patient will undergo a lift and rinse.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis was reported to be resolved.